Manufacturer narrative:
The pump was received with a blank display due to case cracked behind the pump near the battery compartment, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss due to blank display. The pump was also received with the serial number label missing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer did not previously called to report power error detected. Notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.